Manufacturer narrative:
Per internal review on 23-oct-2025, it was identified that the product receipt date was indicated in section d9 of the initial report but was mistakenly omitted from the h11 additional manufacturer narrative. On this report, it is clarified that the bwi product analysis lab did received the complaint device on 8-oct-2025. On 23-oct-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and there was blocked irrigation of the lumen of the device. The irrigation functioned properly until the catheter needed to be reinserted for post-mapping. The pentaray was connected to a saline bag wrapped by a pressure bag, and no irrigation pump was used in the procedure. The issue was discovered when saline was no longer coming out from pentaray irrigation lumen. When drip set was disconnected from pentaray, saline was flowing again which indicated there were no problem at the pressure bag and saline bag. Flushing was attempted with a saline to no avail. No further details were provided regarding how/if the issue was resolved or completion of the procedure. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. A manufacturing record evaluation was performed for the finished device number lot 31596114l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and there was blocked irrigation of the lumen of the device. The irrigation functioned properly until the catheter needed to be reinserted for post-mapping. The pentaray was connected to a saline bag wrapped by a pressure bag, and no irrigation pump was used in the procedure. The issue was discovered when saline was no longer coming out from pentaray irrigation lumen. When drip set was disconnected from pentaray, saline was flowing again which indicated there were no problem at the pressure bag and saline bag. Flushing was attempted with a saline to no avail. No further details were provided regarding how/if the issue was resolved or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).